Event description:
A talent stent graft system was implanted in a patient emergency for the endovascular treatment of a contained ruptured thoracic aortic aneurysm. It was reported that the femoral arteries and iliac arteries were tight and calcified. It was reported that the proximal main was successfully inserted and deployed followed by a distal main. It was reported there were some difficulty during insertion of the delivery catheter but was able to be advanced to the intended landing zone and implanted. Upon removal of the delivery system, there was trauma to the iliac artery and part of the iliac artery came out of the patient with the delivery system. The delivery system most likely was caught between the junction of the internal iliac and the external iliac. The physician later commented that there was 1 - 2 mm gap between the nose cone and the graft cover and the nose cone was not fully seated. The dissection was controlled by applying external pressure, then another manufacturer's graft was sewn in from the common iliac to the common femoral artery to bypass the dissected area. Delivery catheter was retained by the hospital. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
Evaluation results: (arterial trauma/dissection/perforation). Evaluation conclusion: femoral arteries and iliac arteries were tight and calcified.